Event description:
It was reported that the locking mechanism of an ozark plate disengaged at c5, and that two ozark self tapping variable screws have begun to migrate post operatively at the same level. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time. This report is for one of the two ozark self tapping variable screws.

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device remains implanted.

Event description:
It was reported that the locking mechanism of an ozark plate disengaged at c5, and that two ozark self-tapping variable screws have begun to migrate post-operatively at the same level. No adverse consequences were reported. Revision surgery has not been performed nor scheduled at this time. This report is for one of the two ozark self-tapping variable screws.